Event description:
Procedure type: hernia. According to the reporter: while removing the dissection balloon, it became entangled with the trocar balloon, and the balloon tore, there was no report of pieces falling into the cavity and operating time was not extended. The procedure was completed using the same device. No pt injury was reported.

Manufacturer narrative:
Date of initial report sent: 4/18/2008.